Event description:
A 58-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient reported to novocure that on (B)(6) 2025, he experienced an episode of malaise accompanied by cranial trauma. The patient reported going to the emergency room (ER), where a laceration on the left side of the skull was treated with sutures. According to the attending nurse, the wound was expected to require approximately 10 days to heal. The patient confirmed that the episode of malaise was diagnosed by the medical team as a vagal response. At the time of the incident, the patient was reportedly using optune gio therapy. The patient did not require hospitalization following the ER visit. In addition, the patient reported ongoing symptoms of chronic diarrhea, which contributed to fatigue and back pain. The patient decided to temporarily discontinue optune gio therapy beginning on (B)(6) 2025. Therapy was then resumed by the patient on (B)(6) 2025. The patient's prescribing physician was contacted for additional information with no reply.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the arrays to the skin laceration cannot be ruled out. The vagal episode that resulted in the secondary fall is unrelated to device use. In addition, diarrhea and secondary symptoms of fatigue and back pain are unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).